Manufacturer narrative:
Additional information: section d - expiration date, section g - date received by manufacturer; type of report, section h - device manufacture date; evaluation codes. The evoke scs system was discarded. The root cause of the infection cannot be definitively determined. The evoke scs system surgical guide states, "the risks associated with the implantation and use of a spinal cord stimulation system include infection that may require hospitalization with intravenous antibiotic therapy and the patient may require surgery (including revision, explant, and replacement) as a result¿. The manufacturing records were reviewed, and the products met all requirements for release. First lead information: manufacture date: 05sep2024, expiration date: 05sep2026. Second lead information: manufacturing date: 05sep2024, expiration date: 05sep2026.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted. First lead information: brand name: evoke 12c percutaneous lead kit - 60cm. Model: 101345. Catalog: 3008. Lot/batch number: 9017955650. UDI: (B)(4). Second lead information: brand name: evoke 12c percutaneous lead kit - 60cm. Model: 101345. Catalog: 3008. Lot/batch number: 9017955652. UDI: (B)(4).

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported feeling unwell. The physician¿s evaluation and laboratory results confirmed an infection at the evoke closed loop stimulator (cls) implant site and the evoke leads implant site. The evoke scs system was explanted, and antibiotics were administered to resolve the reported event. The evoke scs system was confirmed to be functioning as intended prior to the explant.